Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrium cystic. Concomitant products included amitriptyline, betacarotene; bioflavonoids; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; colecalciferol; copper sulfate; cyanocobalamin; folic acid; hesperidin; inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral), loratadine, medroxyprogesterone acetate (depo-provera), oxycodone and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), 21 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral salpingeclomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Once this was identified, the essure device on the right was introduced and 3 coils were deployed at the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: bilateral tubal occlusion.; on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: plaintiff fact sheet and medical records received. Events added from pfs- malposition of essure device. Outcome of event pelvic pain were updated. Medical history, concomitant drug, lab data, reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.